Manufacturer narrative:
Conclusion: the determination was made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there was a relationship of the device to the reported problem. Root cause: further investigation stated: "visual inspection of the touch screen revealed evidence of a deep scratch on the touch screen." Furthermore, "the damage returned touchscreen prevented the user interface (ui) assembly from responding to touch command."

Event description:
The customer reported an issue with the touch screen; the touch screen is damaged and needs replacement; during diagnostics, the screen jumps over an area due to the damage. The customer reported there was no patient involvement.